Event description:
Complainant alleged that during biomed testing the device did not discharge. Complainant indicated that there was no pt involvement in the reported malfunction. Customer biomed isolated the alleged malfunction to the multi-function cable. A replacement cable was sent to the customer.